Manufacturer narrative:
Received two (2) sample(s) with one original product pouch label. The quality engineer did analysis on the two returned devices. Both samples exhibited bent / damaged probe tips likely due to excessive customer handling / use of the device during procedure. No damages were noticed on the needle electrode. The device was tested by touching the probe tip to the needle electrode and the light was lit on both samples indicating delivery of current. On one sample however, the led appeared to be slightly intermittent when needle electrode was contacted at different locations of the probe tip, possibly because the integrity of the device was already impacted due to the damages observed on the probe tip. The complaint was not confirmed as the failure was not duplicated and the device appeared to have functioned as intended.

Event description:
It was reported the stimulators would not work during a surgery. They were able to open a third pack and those worked fine. The procedure was completed and there was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.